Event description:
Dealer stated that the end user's caregiver alleges that she noticed when she is using the lift there is fine black grit coming from the bearings. Dealer stated the end user alleges due to the issue it makes it more difficult to open the legs. Dealer stated there were no injuries pertaining to the incident.